Manufacturer narrative:
The field service engineer found the issue was caused by an old/defective reagent pack generating low calibration factors. The customer replaced the pack, performed calibration and qc which were within range. The investigation determined the service/customer¿s actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys amh result for one patient sample with the cobas e 411 immunoassay analyzer. The initial result was 2.58 ng/ml. This result was reported outside of the laboratory and questioned by the endocrinologist who thought the result was too low and asked the customer to repeat after recalibration. The customer sent the sample to another laboratory to be repeated due to a failed calibration. The result from an unknown instrument was 4.21 ng/ml. This result was deemed correct. The reagent lot number and expiration date were requested but not provided.